Manufacturer narrative:
Patient identifier: (B)(6). Age at time of event: 18 years or older. Device is a combination product.

Event description:
It was reported that shaft break occurred. Vascular access was obtained via the femoral artery. The 80% stenosed, 3.50mm-2.50mmx36mm, concentric, de novo target lesion was located in a fistula in the mildly tortuous and moderately calcified proximal to mid left anterior descending artery (lad). After a 3.0 7f non-bsc guide catheter and a non-bsc guidewire crossed the lad, pre-dilatation was performed with a 2.50x15 non-bsc balloon catheter but lesion very resistant. Another 2.50x10 non-bsc balloon catheter was used but the lesion could not be dilated. Subsequently, rotablation was performed with a 1.50 rotalink plus and was upsized to 1.75 rotalink plus but the lesion could not be dilated. A 2.75 x 38 promus premier drug-eluting stent (des) was then advanced to treat the lesion. However, upon advancing, the physician felt that the shaft was different compared to normal. The stent was pulled back into the guiding catheter then the whole system was removed and it was noted that the shaft was on the verge of breaking. The physician reengaged the guiding catheter and the procedure was completed with a 2.50x38 promus premier des. There were no patient complications reported and the patient was stable.

Manufacturer narrative:
(A1) patient identifier: (B)(6). (A2) age at time of event: 18 years or older. Device evaluated by MFR.: promus premier ous mr 38 x 2.75 stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The crimped stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found a hypotube kink 203mm distal to distal end of strain relief and a break located at 223mm distal to distal end of strain relief. A visual examination of the outer and inner lumen and mid-shaft section found a solid clear substance most likely media visible in mid shaft lumen. No other issues were identified during the product analysis.

Event description:
It was reported that shaft break occurred. Vascular access was obtained via the femoral artery. The 80% stenosed, 3.50mm-2.50mmx36mm, concentric, de novo target lesion was located in a fistula in the mildly tortuous and moderately calcified proximal to mid left anterior descending artery (lad). After a 3.0 7f non-bsc guide catheter and a non-bsc guidewire crossed the lad, pre-dilatation was performed with a 2.50x15 non-bsc balloon catheter but lesion very resistant. Another 2.50x10 non-bsc balloon catheter was used but the lesion could not be dilated. Subsequently, rotablation was performed with a 1.50 rotalink plus and was upsized to 1.75 rotalink plus but the lesion could not be dilated. A 2.75 x 38 promus premier drug-eluting stent (des) was then advanced to treat the lesion. However, upon advancing, the physician felt that the shaft was different compared to normal. The stent was pulled back into the guiding catheter then the whole system was removed and it was noted that the shaft was on the verge of breaking. The physician reengaged the guiding catheter and the procedure was completed with a 2.50x38 promus premier des. There were no patient complications reported and the patient was stable.